Manufacturer narrative:
The reported complaint was due to a nonge canister, manufactured by carefusion. The reported complaint was due to a nonge canister, manufactured by carefusion.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a cracked sodasorb canister. The canister was replaced.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.